Manufacturer narrative:
Unit received unable to perform the displacement due to complete broken reservoir tube lip noted. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted.

Event description:
The customer reported via phone call that their lip ring was cracked. The customer¿s blood glucose level was unknown troubleshooting was performed for damage and noticed the reservoir lock in place. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.